Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced during a device upgrade procedure. No patient symptoms were reported.